Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. The customer's blood glucose level was not impacted. The customer indicated that would contact their healthcare provider regarding an alternative insulin therapy.